Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil in the proximal region. The cause of reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing, on the other hand was normal.

Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch. The lead was explanted, and a new bi-ventricular system was implanted. The patient was in stable condition.